Event description:
It was reported that the patient experienced ineffective therapy due to migration of leads. As a result, surgical intervention was undertaken on an unknown date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A case of lead migration was reported to abbott. The patient slipped and landed on the ipg causing the leads to move. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information could not be obtained as the initial reporter chose to remain confidential per the medwatch form received.